Manufacturer narrative:
Lcd display, oxygen regulator, power supply, air sensor, blower shroud, exhalation sensor, body check valve, and power cord was replaced to address reported problem.

Manufacturer narrative:
Unable to confirm. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that has a blank screen when turned on. No patient involvement.